Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. The log confirms low pump flow and suction alarms. A visual inspection of the pump did not reveal any abnormalities. The pump was attached to a console and run, and the low flow could not be reproduced. The cause of the low pump flow was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low pump flow. Normal troubleshooting attempts were unsuccessful in resolving the issue. The pump was removed and intra-aortic balloon pump (iabp) was placed. It was reported that the patient survived the procedure.